Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had residue on the lens surface. Visual inspection found the lens haptic torn and the torn piece of haptic missing. There was also presence of residue on the lens surface. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgery, lens exchange. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -7.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.